Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068 implantable pacing lead (B)(6) 2000, 6949 implantable tachy lead (B)(6) 2007, 4542 competitor implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had sepsis and bacteremia. Cultures were taken from the device pocket and blood and antibiotic treatment was necessary. The entire system of the device and leads were extracted and a temporary pacing lead was placed via the right internal jugular. No further patient complications have been reported as a result of this event.